Manufacturer narrative:
Additional evaluation was done for the actual sample. The evaluation revealed that the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and over stressing of the needle.  There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue layer was the needle being used on? Where was the needle grasped (swage, middle, tip)? Were the needle pieces retrieved during the same procedure? What is the surgeon opinion of contributing factors to needle breaking? Were any x-rays taken to locate the needle piece? What size (in mm) of the needle portion is retained in the patient? Does the surgeon plan to remove the needle from the patient's tissue? What is the surgeon's opinion of consequences to the patient?

Event description:
It was reported that the patient underwent a prolapse cure surgery performed vaginally on (B)(6) 2017 according to richter's procedure and the suture was used. When the right sacro-sciatic ligament was sutured, the needle broke in the ligament at 1/3 of the crimp. It was impossible to recover the needle. Another like device was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
The actual sample shows a fractured attachment end which is still attached to a thread. During visual inspection, a lot of instrument marks were found at the attachment area and directly at the breaking point which indicates that the needle was handled there. The breakpoint shows no material or manufacturing defects. User handling was determined to be cause of the needle breakage based on observed instrument marks at the actual fractured needle attachment area. Instruction for use recommends that the needle only be grasped in an area one-third to one-half of the distance from the swaged end to the point.